Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight is estimated. The xience v is being filed under a separate medwatch MFR number. Evaluation summary: analysis of the returned device noted blood visible on the hub, shaft, balloon and in the guide wire lumen. There was contrast on the shaft and thick dried contrast in the balloon. This is consistent with preparation and the stent delivery system(sds) advanced into the patient anatomy. The stent implant had dislodged from the balloon and was not returned, confirming the reported information. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a kink in the hypotube at the distal end of the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. Stent dislodgement can be influenced by many factors, including, but is not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. In this case, it was reported the sds interacted with the previously dislodged stent, which likely contributed to the stent ultimately dislodging. The patient was sent to surgery where one of the dislodged stents was removed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported difficulties appear to be related to the operational context of the procedure. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during a procedure of the mid to distal left anterior descending artery, the otw xience v was advanced but could not cross the target lesion. The device was being retracted into the guide catheter from the artery when the stent became dislodged from the balloon. The stent could not be located in the anatomy. A second rx xience v was advanced in the anatomy and reportedly hit on the first stent during advancement. The second stent became dislodged during advancing and manipulation in the anatomy. The patient was transferred and underwent surgical bypass. One of the dislodged stent implant devices was retrieved from the aorta and removed during the surgery. The patient was reported in good condition post surgery. Though requested, no additional information was provided.